Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: during investigation, the keypad cover was intact and all the buttons responded to user presses. The keypad cover was removed and there was no contamination found under the contacts. The original complaint was unable to be duplicated. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and the ok keypad buttons were under responsive to user presses.